Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath was inserted without issue. Immediately following the sheath kinked near the top making it difficult to pass items through it. The patient was reported to be stable. The procedure outcome was successful. The other components within the glidesheath slender kit were used with the reported device. Additional information was received on january 23,2019. The procedure being performed was a prostate artery embolization from a radial artery approach. The procedure was completed with a new sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device evaluated by MFR and to provide the completed investigation results. One 5fr glidesheath slender sheath along with the dilator was received for evaluation. Visual inspection revealed a kink at the base of the hub of the sheath and that the tip was noticed to be deformed. In addition, the uneven surface was observed on the middle part of the sheath. A kink was also noted at the distal end of the dilator. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the off-axis forces could have caused the kinks. However, the exact cause of the reported event cannot be definitively determined based on the available information.